Event description:
Customer reported missing connector pins. No adverse event reported. The MFR evaluated the inform system and confirmed melting/burning of connector pins 3 and 4. Requested return of suspect device and replacement was sent.